Event description:
Health professional reported "confirms the bilateral intracapsular rupture of implants" via MRI. This record is for the right side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported "confirms the bilateral intracapsular rupture of implants" via MRI. This record is for the right side. Device was explanted and replaced with non-abbvie device.